Event description:
The lay user/patient contacted lifescan (lfs) on november 13, 2006 and alleged that his one touch ultra meter was reading inaccurately high. Lfs was able to obtain further information from the patient. The patient tested his blood glucose on the reported meter with a result of 118 mg/dl at 7:15 pm. He was not experiencing any symptoms of high or low blood glucose at the time of concern. He then took his set amount of 18 units of novomix 30. When inquired, the patient would not have deviated from his set amount of 18 units even if his blood glucose result were lower than 118 mg/dl (per his regimen, if his blood glucose level is < 90 mg/dl for a few days, then he is to reduce it to 16 units). About 15 minutes later he began to sweat a lot and then he passed out. His wife gave him sugar water. He woke up very soon after that, but it took him 20 to 30 minutes to feel better. He then ate a piece of bread and had dinner. The patient's blood glucose was not tested while he was passed out nor after he felt better. The patient tests his blood glucose twice a day (in the morning around 8:00 am before taking his insulin and eating breakfast; and in the evening around 8:00 pm before taking his insulin and eating dinner). The last time he tested prior to 7:15 pm on the previous day was that morning at 8:00 am with a result of 128 mg/dl. He also provided a result obtained of 124 mg/dl the next day at 8:45am. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. His control solution was expired and therefore, a quality control check could not be performed. This complaint is reported because the patient experienced hypoglycemia and passed out after taking insulin. Although the patient took his set amount and would have only decreased his insulin dosage if his blood glucose level was < 90 mg/dl for a few days, there is a possibility that he may have obtained inaccurate high results for the few days prior to the event, which misled him not to decrease his insulin dosage. The replacement products were sent to the lay user/patient.